Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) shaft seal out of position. Full lead returned and analyzed. Turns to extent/retract helix exceeds the specification. There was blood in/on the helix and a tip seal observation.

Event description:
It was reported that during the implant attempt, there was sensing difficulty. The helix was retracted and repositioned. Upon attempting to redeploy the helix, it would not extend again. The lead was removed, not used and another lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: primary analysis results changed. Evaluation summary: (B)(4) the helix was disengaged from the helical channel. The full lead was returned and analyzed. Turns to extent/retract helix exceeds the specification. There was blood in/on the helix and a tip seal observation.